Event description:
Caller reported compact plus blood glucose results of 226 mg/dl, 142 mg/dl and 370 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.